Event description:
The 20 f traction pull peg was in place for about 1 year. The line had been inadvertently cut at the nursing facility. During removal, the physican was unable to remove the balloon from the stoma and had to remove it endoscopically. After removal, the physician noted that there was food and fluid in the internal bolster. The physician was unaware that the feeding device has a cut line that will deflate the internal bolster.